Event description:
It was reported that a mitralip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, thin leaflets, and enlarged left atrium. A mitraclip xtw was inserted. However, difficulties positioning the clip occurred. Therefore, a decision was made to remove the clip. However, while removing the clip, one of the arms of the clips did not retract, causing the clip to break. The broken piece remained in the patient anatomy. The procedure was discontinued, and the patient was transferred to surgery. On the same day, in the evening, the patient underwent surgery, and died as a result of the surgery. Subsequent to the previously filed report, additional information was received: it was noted that the doctor did not close the clip arms before retracting the clip delivery system (cds) into the steerable guide catheter (sgc) due to an overly abrupt movement. The clip did not break into different parts; it was bent, making it impossible to insert into the sheath. The patient had to undergo surgery, and the clip was removed during the surgery. However, the patient died during the surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information reviewed, the medical review and the information provided by the account, the reported positioning failure associated with difficulties positioning the clip appears to be related to patient's complex anatomy. The reported improper or incorrect procedure or method/user error is associated with the user not closing the clip arms before retracting the cds into the sgc. This user error led to the reported bent clip arm and difficulty removing the cds from the sgc and subsequent surgical intervention. A definitive cause of the reported death and its potential relationship to the procedure, the patient¿s comorbidities, or the clip; however, cannot be determined. Death is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 2687; 4438.

Event description:
It was reported that a mitralip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, thin leaflets, and enlarged left atrium. A mitraclip xtw was inserted. However, difficulties positioning the clip occurred. Therefore, a decision was made to remove the clip. However, while removing the clip, one of the arms of the clips did not retract, causing the clip to break. The broken piece remained in the patient anatomy. The procedure was discontinued, and the patient was transferred to surgery. On the same day, in the evening, the patient underwent surgery, and died as a result of the surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.